Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 3 months dental implant was installed in intraoral region 27#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type ii, bone graft was executed and immediate load and immediate implant were performed.